Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.

Event description:
It was reported that this was an arteriotomy closure of a right common femoral artery using a prostyle device after a diagnostic coronary angiogram procedure with a 7f sheath. Reportedly with the first prostyle device resistance was felt during device removal, the foot would not close, the lever was forced down and the device was removed. It was noted that an iliac dissection occurred. A 10f sheath was placed to seal off the noted dissection. A second prostyle device was attempted; however, did not deploy successfully as the foot seemed to have got caught on the dissection. Resistance was felt during device removal; the lever was forced down, the foot retracted and the device was removed. A second dissection occurred, a 16f sheath was placed to seal off the dissection. A third prostyle device was then used and deployed; however, the suture did not catch both edges of the access site. Manual compression was applied to stabilize the patient while being transferred to the operating room and a surgical cutdown was performed to achieve hemostasis with manual suturing. There was no adverse patient sequela and no reported clinically significant delay in the procedure or therapy.

Manufacturer narrative:
The device was not returned for analysis. Production record and corrective and preventative actions (CAPA) reviews were performed and revealed no indication of a product quality issue. The reported difficulty and subsequent treatment appear to be related to an interaction of the device with patient anatomy or friable femoral vessel due to circumstances of the procedure. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.